Event description:
As reported by the user facility: event 2: p/n: 7jc1903 lot: 0061874016 complaint: rn brought to my attention an issue with the epidural catheters that happened a couple of times last week (as they indicated). The catheter was found broken apart and could not be used at time of a section, which was then managed by a spinal. This was not a disconnection issue from the hub (which we encountered before). I tested one of those catheters myself to find them break down apart with minimal effort which is very concerning. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and one photograph were provided for evaluation. The provided picture was visually evaluated per specification for damage, it was noted the catheter on the picture the tube was detached from the coil. The reported defect was confirmed. All available information was forwarded to the supplier for further evaluation. The most probable root cause is unable to be determined without a physical sample for evaluation. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.